Event description:
It was reported that the patient's lead was replaced due to high impedance. Both the lead and generator were replaced. The explanted devices have not been received for analysis to date no additional or relevant information has been received to date.

Event description:
It was reported that low impedance was found on the patient's device after performing system diagnostics, and that the patient had been experiencing an increase in seizures. A review of device history records for the lead shows that no unresolved non-conformances were found. No known surgical intervention has occurred to date. No additional or relevant information has been received to date.

Manufacturer narrative:
Describe event; corrected data; supplemental MDR #1 inadvertently omitted information that was known prior to submission.

Event description:
Per hospital protocol, the explanted devices are discarded. Therefore, these products will not be received for analysis. No additional or relevant information has been received to date.